Manufacturer narrative:
The reported event of lead over-sensing noise resulting in inappropriate shock was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented to clinic with their right ventricular (rv) lead over-sensing noise resulting in inappropriate shock. The physician elected to explant and replace the rv lead. The patient condition was stable post procedure.